Event description:
The customer reported that the ventilator did not delivered a breath to the pt and the unit is alarming low tidal volume. The customer reported the device was in use on pt, but there was no pt harm.

Manufacturer narrative:
(B)(4). Pt information was requested and the customer refused, reporting the information is confidential.